Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the triple platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The disposable set is unavailable for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation: the run data file (rdf) was analyzed for this event. The device history records (DHR) were reviewed for this lot. There were no issues noted in the DHR that would have contributed to the elevated wbc count that the customer experienced. Root cause: this disposable set was unavailable for specific root cause analysis. The qc results for this product were within FDA guidelines. There were no signals/events in the run data file that would cause a system message to verify wbcs in the product. This product was a triple platelet product collection and the rwbc count is less than 1.2x10^7. The trima accel system operated as intended. Conclusion: no failure occurred.